Event description:
It was reported that md inserted iab in 2007 w/o difficulty. The iab therapy concluded three days later. When removing the iab, the md met with some difficulty, but he did remove the iab. After removal, blood was found in the balloon. There were no reported pt complications.

Manufacturer narrative:
A follow up report will be filed if more info becomes available.